Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Year is the only known part of manufacture date. We have defaulted to the first of the year.